Event description:
It was reported that during the implant procedure of a cardiac resynchronization therapy defibrillator (crt-d) system, the physician implanted a right ventricular (rv) lead, and all lead measurements were acceptable. Before concluding the procedure, a defibrillation threshold (dft) test was attempted. The system was unable to revert the ventricular fibrillation (vf) in initial polarity. The test was reattempted in reverse polarity, which also failed. One external shock was required for each failed test. The physician decided to extract the rv and implant a new one. Dft was attempted once more with no success and one external shock was required to terminate the vf. The physician opted to leave this lead in place and finish the procedure. No additional adverse patient effects were reported. This lead remains in service.